Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced cholesteatoma of the external auditory canal which was infiltrating the mastoid and middle ear cavity as well as secondary infection with exposure of the electrode guide. Subsequently, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.